Event description:
It was reported by the legal guardian that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. It was reported that the patient's blood glucose level rose above 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The patient was able to resume treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.